Event description:
It was reported post operative to a laparoscopic sagb implant, the port flipped. The port was replaced. There were no reported patient complication.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.